Manufacturer narrative:
The device was not explanted from the pt, therefore, will not be returned to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted with the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the patient¿s outcome could not be determined; however, the instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the manufacturer's complaint history showed no previous events were reported for this patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 4.5 years post-implant, it was reported that the pt expired and the reported cause of death was intracranial bleeding (icb). It was also reported that the health professional stated that the pt's outcome was not device related.